Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation following a surgical procedure (botox) unrelated to the patient's implantable neurostimulator. The patient turned the stimulation off for the procedure. Following the procedure, each of the four programs were turned on and the amplitude increased. The patient felt no stimulation. The patient was urinating 40-50 times per day and experienced interstitial cystitis (ic) pain. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 3004209178-2011-06047.